Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 3. The first clip (10246415/17) was implanted and the mr grade was reduced to 1. The second clip (10249815/08) was implanted and the mr grade remained 1. Clip 3 (10249815/07) was then deployed. There was no issue noted during grasping and no issue with visibility. After deployment of the third clip, the second clip detached from the anterior medial leaflet, and was only attached to the posterior medial leaflet. The physician stated that it is probable that the third clip came in contact with the second deployed clip, causing the single leaflet detachment (slda). The mr grade increased to 3. There was no damage noted to the leaflet and a fourth clip (10246415/13) was deployed for treatment of the slda. The mr grade remained at 3. It was confirmed that the patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No further treatment has been planned as the physician would like to observe the patient's clinical development. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. The potential causes for incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer; clip delivery system (x2). The device will not be returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all relevant information. The additional mitraclip cds (10249815/07) mentioned is being filed under a separate manufacturing number.